Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that when the user attempted to connect a syringe to a smartsite attached to a ECMO circuit, the smartsite snapped off and broke into 2 pieces. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that the smartsite® broke into 2 pieces was confirmed. Visual inspection of the returned smartsite® observed that the sample was received in two pieces; separation occurred at the point where the female luer adapter (fla) meets the clear body of the smartsite®. A closer inspection noted that a small ring of the clear plastic body remained welded inside the fla; furthermore, stress marks were identified on the edge of the clear body of the smartsite®. The root cause of the observed damage could not be determined.